Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear on the abdomen, with readings displayed as ¿high¿ on the omnipod system, indicating levels above 400 mg/dl. The patient noted that the pod was beeping at the time of the event; however, she was unable to recall any error messages or the duration of pod wear at the time of the alarm. Upon pod removal, bleeding was observed, with blood noted on the cannula. The patient developed symptoms including chest pain and stomach cramps, prompting her to seek medical attention. Emergency medical services were contacted and were reportedly unable to measure blood glucose using a meter at the scene; therefore, the patient was transported to the hospital and subsequently admitted with a diagnosis of diabetic ketoacidosis. Blood glucose values upon hospital admission were not reported. Treatment during hospitalization consisted of intravenous insulin infusion and intravenous fluids. The patient remained hospitalized for approximately one day. The specific discharge date was not provided.